Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the device was difficult/impossible to open and the jaw was partially open. They replaced the device and it worked fine. There was no patient injury.